Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the ratchet handle screw was broken and the ratchet head was stuck to the bottom roller. The ratchet handle screw was replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s) and part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the ratchet handle is stuck. It was later clarified that the ratchet handle broken screw and spring have come apart and the ratchet head was stuck on the bottom roll. No adverse events were reported as a result of this event.